Event description:
It was reported that the patient experienced a loss of osseointegration, no infection was present. It is unknown if the patient will be re-implanted with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 03, 2019.

Manufacturer narrative:
This report is submitted on july 9, 2019.

Event description:
Per the mother, her son was experiencing draining of fluid at the abutment site which is infected. The abutment fell off the implant.